Manufacturer narrative:
The investigation shown that it was caused by them pulling the basket, full of utensils, out of the sonic chamber and laying them on the corner of the machine and letting them drip. The dripping water ran down onto the door switch and shorted it out to the wire mesh guard. After getting to the site, the technician, (B) (4), confirmed that there was no sign of a fire, but an electrical short. There was no injury or medical attention required and no fire dept called. The technician gave the customer a quick refresher course on how to load and unload the chamber. The unit has been repaired. A technical change has been established on jan 29, 2007 ((B) (4)) to remove the switch as it is not necessary according to the standard (B) (4) because a key is required to access the electrical components. A note was added in the ordering system to advise the technician that instead of ordering replacement door switch, he may update the unit with the kit (B) (4) and instruction #(B) (4).

Event description:
Caller stated unit sparked from back of machine, flashed, they could smell it. No one was injured.